Event description:
Nobel biocare USA has received a report of an implant failure for one implant: part#/lot# unknown. However, the implant returned for this report is not a nobel biocare implant. Per 21 cfr 803.22, it is required that the loss be reported to the FDA. It is believed that the implant was manufactured by zimmer dental. Qn# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).